Event description:
It was reported that there was a coupling problem. The manufacturer's representative (rep) was unable to get the recharger to communicate with the implantable neurostimulator (ins), but was able to communicate with the patient programmer. The patient was implanted (B)(6) 2014 and there was some swelling in the pocket area and the staples from the operation were still in place. Antenna locate was run. The baseline was 40 and the max number was 52. The system was on and the patient felt stimulation. The rep could be overheard discussing with someone in the background the potential that the leads had moved. The rep stated that they may be in the t1 region but she had not looked at the x-ray yet. The patient did not mention any falls or trauma. Later, the x-rays showed that the 0-7 lead migrated up to t2. There was also a concern that the ins may be flipped. The patient would be getting a revision on (B)(6) 2014. Later, it was reported that the ins was not flipped but only deep. The patient was obese. The pocket site was revised and intraoperatively checked with the recharger to assure six coupling boxes. The patient was awaiting a postoperative recharging coupling check. However, the patient was receiving good stimulation coverage.

Event description:
Follow up information received reported that the patient was able to get 6 coupling bars post-operatively. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3550-39, lot # n392929, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).